Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 403 mg/dl at the time of the incident. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was informed that their reservoirs may be occluded. The customer did not return the product back for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The phone call was reviewed, and found that the customer had also complained about the buttons not responding, which was not mentioned in the initial report.